Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the 26 g (1.9 fr) x 1.9 cm bd introsyte-n¿ precision introducer broke. The following was received from the initial reporter: nurse requesting troubleshooting assistance on removing a introsyte autogard introducer that has broken. She states part of the introducer tip has broken and is still visible under the patient's skin.

Event description:
It was reported that the 26 g (1.9 fr) x 1.9 cm bd introsyte-n¿ precision introducer broke. The following was received from the initial reporter: nurse requesting troubleshooting assistance on removing a introsyte autogard introducer that has broken. She states part of the introducer tip has broken and is still visible under the patient's skin.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.